Manufacturer narrative:
Nihon kohden's (nk) technical support spoke to nk's clinical staff and found that there are no direct links between the gas monitor and any "gas flow" error messages. Flow errors are a different matter and may refer to the ventilator. Nk's technical support staff left a message for the customer to call back, as they need to obtain the exact error message details, and to check the tubing for the ventilator, as well as the associated tubing for the gas module. The customer has been contacted multiple times to determine if the bsms were functioning appropriately and alarming to alert the user to check the connected devices, or if there was an actual device failure. However, the customer has been unresponsive. It is unclear whether there was an issue with the attached gas monitor or if it was an nk device. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains no information (ni), as attempts to obtain information were made, but not provided.

Event description:
The customer stated that both bedside monitors (bsms) were continually alarming for gas flow errors.

Manufacturer narrative:
Details of complaint: the customer stated that both bedside monitors (bsms) were continually alarming for gas flow errors. No additional information was able to be obtained from the customer. No patient harm was reported. Service requested / performed: troubleshooting. Investigation summary: the overall risk of this event is determined to be medium. The customer was unresponsive to follow up attempts, so the root cause cannot be determined. Logs and devices were not returned for evaluation. Due to the age of this complaint, no additional information can be obtained from the customer, (reference CAPA 20-004). As this issue has an overall risk score of medium, a CAPA is not required per corrective action and preventive action process, sop07-003. Since the root cause was unable to be determined, no CAPA is initiated. Without a root cause, the counter measure to prevent recurrence cannot be performed. The following fields are not applicable (na) to the MDR report: b2. B6. B7. D4 lot # & expiration date. D6a & d6b. D7b. F1 - f14. G4 device bla number. G5. G7. H7. H9. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6. D10. Attempt # 1: (B)(6) 2019 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: (B)(6) 2019 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3: (B)(6) 2019 emailed the customer via microsoft outlook for patient information: no reply was received. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes. H10 additional manufacturer narrative.

Event description:
The customer stated that both bedside monitors (bsms) were continually alarming for gas flow errors.